Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1kk19, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that a portion of the 3889 lead remains implanted. Caller read from the operative report: surgeon reports the lead "snapped" when they were trying to explant it and they felt it would be more dangerous to remove the portion still implanted so it was left. Caller was inquiring if pt is eligible for MRI.